Event description:
It was reported that the patient presented with an infection at the ipg site. The patient was hospitalized. As a result, surgical intervention was undertaken on an unknown date wherein the scs system was explanted to address the issue. Post-surgery the patient was sent home on IV antibiotics. The manufacturer representative will not be receiving further updates regarding the resolution of the infection as the patient is no longer implanted with abbott devices.

Manufacturer narrative:
Date of event is estimated. Date of explant is unknown. Information requested, but not yet received.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.